Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying she was using the correct kit components; verifying she was washing parts according to the instructions for use; verifying she was using dry parts when pumping; verifying she was not washing or drying her tubing on the pump; verifying no milk back up occurred; disassembled, inspected, cleaned and reassemble kit and tubing set; and verifying she was using the correct breast shield size. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In followup with a complaint handler on 11/11/2021, the customer stated she became engorged a week after exclusively pumping every 3 hours a day. Her new pump was having the same issues as the original, feeling she was not fully expressed and she is recovering from mastitis. On 11/15/2021, the customer responded that she took her 1st dose of antibiotics on (B)(6) 2021. Her symptoms are mostly gone and she has a few days left to take the antibiotics. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2021. The device did not pass suction and cycle specifications. The pump had low suction when tested with the lab and customer kits. There was human milk residue in the motor aggregate. After cleaning and reassembling the motor aggregate vacuum readings were within specifications. The customer's report of low suction could be confirmed. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer contacted medela llc via chat and alleged she is not getting fully emptied with her pump in style max flow breast pump and it is causing her pain. She is an exclusive pumper.